Event description:
It was reported that during the attempted implant of this right atrial (ra) lead, the lead exhibited noise and high pacing impedance after the helix was deployed. The physician decided to finish the procedure with another lead. This lead is not expected to return. No additional adverse patient effects were reported.